Manufacturer narrative:
(B)(4). Results: infection. Pre-operatively infected pseudoaneurysm. Treatment of a patient with a pseudoaneurysm. Conclusions: pre-operatively infected pseudoaneurysm. Treatment of a patient with a pseudoaneurysm.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a pseudoaneurysm approximately two months ago. It was reported that the patient presented emergently at the hospital with complaints of abdominal pain. It was determined that the stent grafts were infected. The patient was admitted and the stent grafts were explanted. Cultures were done and came back positive for mrsa. The physician believes the infection was likely present in the pseudoaneurysm prior to the evar. The explanted stent grafts were discarded by the user facility. No additional clinical sequelae were reported and the patient is fine.